Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the lead is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this lead was part of a system explant due to device pocket erosion 12 months after implant. A boston scientific field representative reported the erosion was due to the patient scratching the pocket area and applying lotion. There was no report of adverse patient effects due to the explant procedure.